Event description:
Device was fractured. The pace impedance was above 3000 ohms. Lead was capped.

Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.